Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2019-nov-07 crts 3937711, 3939364, e1 (con) information was received from a consumer regarding a patient who was implanted with an I mplantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was implanted with a new ins on the right side on (B)(6) 2019, but the healthcare provider decided to leave the ins on the left side implanted. The healthcare provider decided to leave the ins implanted because it would cause more complications to explant it than to leave it implanted. The caller stated the ins felt and looked like a lump through the patient¿s skin. The caller stated the ins had been ¿activating¿ on its own, moving, and bending, which caused the patient discomfort. When the ins ¿activated¿ on its own the patient described it as ¿fast and sharp.¿ last night was the first time the patient felt the ins bend and caused them pain. The patient couldn¿t move or sleep because of the pain and couldn¿t even walk because of how uncomfortable they were from the ins moving and bending. The caller contacted the healthcare provider because of the pain from the ins bending and they had no appointments available. An email was sent to the field. On (B)(6) 2019 it was reported that the patient was having pain at the implant site of the implant that was no longer in use and they were wondering if the manufacturer could tell them what could be causing it. It was reviewed that the caller should contact the healthcare provider for medical direction or to answer medical questions. No further complications were reported. [Refer to pe# 703490156 for details pertaining to the previous device not working] 2019-dec-02 lfc (hcp) additional information was received from the healthcare professional (hcp) in response to an inquiry for more details regarding the event: hcp did not know the cause of ins activating on its own or what the patient experience was. The patient was seen in ER and then discharged with no prescription. Ins activating on its own, moving in pocket and causing pain has not been resolved. Hcp was not able to clarify report of the ins bending. No further complications were reported.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015 and product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was clarified that it felt like it was physically bending, but it could have been that the device was moving in the pocket. It was reported that they had the implant check by their healthcare provider, but the doctor did not know anything regarding the device. When asked about the ins activating on its own the patient stated that due to the fact that the healthcare provider and manufacturer representative left the old device and added a new one, ¿that maybe were connected to the same electrical wiring.¿ the patient reported that they could feel electrical wiring having too much current flowing through it, from new device to old device, however, the cause was undetermined. It was noted that due to excruciating pain, unable to walk, and unable to sleep since (B)(6) 2019, the patient asked the healthcare provider to remove the device. It was noted that the old device was removed on (B)(6) 2020 and the issue had been resolved. They also mentioned that they had an appointment with the healthcare provider dated on (B)(6) 2020 after surgery to discuss what was found. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was implanted with a new ins on the right side on (B)(6) 2019, but the healthcare provider decided to leave the ins on the left side implanted. The healthcare provider decided to leave the ins implanted because it would cause more complications to explant it than to leave it implanted. The caller stated the ins felt and looked like a lump through the patient¿s skin. The caller stated the ins had been ¿activating¿ on its own, moving, and bending, which caused the patient discomfort. When the ins ¿activated¿ on its own the patient described it as ¿fast and sharp.¿ last night was the first time the patient felt the ins bend and caused them pain. The patient couldn't move or sleep because of the pain and couldn't even walk because of how uncomfortable they were from the ins moving and bending. The caller contacted the healthcare provider because of the pain from the ins bending and they had no appointments available. An email was sent to the field. On (B)(6) 2019 it was reported that the patient was having pain at the implant site of the implant that was no longer in use and they were wondering if the manufacturer could tell them what could be causing it. It was reviewed that the caller should contact the healthcare provider for medical direction or to answer medical questions. No further complications were reported.